Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that during post op the right atrial (ra) lead had high and unstable thresholds, diminished and undersensing and was causing positional diaphram stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.